Event description:
It was reported that an ilet insulin pump had physical damage to the screen, including a cracked top and a missing section, while the device remained powered and functional. Symptoms included no reported adverse health effects. Outcomes included the user being advised to employ backup therapy due to potential unreliability of insulin delivery and meal announcements. Investigation included a review of the reported physical condition and provision of instructions to shut down the device to prevent further alerts. Investigation of this case revealed a damaged display component. It was concluded that the device exhibited a hardware failure of the screen, and a replacement device was arranged with guidance to sync data to the mobile app and to return the damaged unit.